Event description:
On (B)(6) 2012, the patient contacted animas reporting that the subject pump was displaying a low battery alarm. When the patient changed the battery, the battery felt hot. The patient changed the battery and stated there were no current temperature issues with the pump. The pump reportedly has no recent exposure to moisture and no known trauma. There were no allegations of harm or injury as a result of the reported issue. However, this complaint is being reported due to the unresolved hot battery issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has received the pump involved with this complaint on (B)(4) 2012; however, investigations have not been completed at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery returned with the pump shows no signs of overheating. Battery compartment and cap are intact with no physical damage or evidence of moisture. Pump powered on normally and exercised for 24 hours, no overheating or alarms were duplicated. Pump electrical current draws were found within specification. Pump cover was removed no evidence of internal moisture found. No defects found to power flex, battery connections. Pump and battery overheating could not be duplicated during investigation.